Event description:
A positive advia centaur xp troponin ultra result was obtained on a pt sample. The pt sample was tested again on the advia centaur xp and the result was negative. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the false positive troponin ultra result.

Manufacturer narrative:
The cause for the false positive troponin ultra result is unk. The customer declined service - no further action taken. No further evaluation of the device is required.